Event description:
During an unrelated lead revision procedure, the device went into back-up mode (bvvi) resulting in the incorrect detection of ventricular fibrillation and inadequate shock. Review of the device image suspected the bvvi was triggered due to electrocautery used during the procedure. The device was explanted and replaced and the patient was stable.

Event description:
Noise was observed on the atrial and ventricular channels. In addition, automatic mode switching episodes were observed. The device went into back-up mode (bvvi) resulting in the incorrect detection of ventricular fibrillation and inadequate shock. Reviewed of the device image suspected the bvvi was triggered due to electrocautery used during the procedure. The device was explanted and replaced and the event resolved with no adverse consequences to the patient.

Manufacturer narrative:
The device image showed the backup vvi (bvvi) was caused by a power-on reset (por) during charging. The stored egm¿s were reviewed and indicated cautery could have caused a transient drop in battery voltage that triggered the por if it was administered during the device charging. The noise is consistent with cautery. The reported event was confirmed upon analysis.